Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a cougar wire during a procedure to treat a lesion in an unknown vessel. No damage was noted during inspection and the device was prepped per IFU. The physician was trying to advance a balloon catheter on the cougar xt wire but the balloon and wire got stuck and the green colour peeled off from the wire. The physician then attempted to advance a balloon catheter on a second cougar xt wire but the same issue occurred. It was observed by the physician that the coating started coming off, and that is how the balloon catheters became stuck. The wire was new and it was not autoclaved and it was not treated with disinfectant during preparation. Patient was viral infection positive so the cougar wires were discarded. The procedure was completed using another wire and the patient is doing well post procedure.

Manufacturer narrative:
Cine image review: the cine images of the procedure were returned for analysis, but no additional details could be obtained from the review of the cine images as the teflon coating on cougar wires is not radiopaque, and therefore would not be visible.

Manufacturer narrative:
The physician continued with the angioplasty procedure after the peeling issue occurred. No intervention was required to remove the cougar wires from the patient.